Event description:
Information was received indicating that this tubing is leaking at y site approximately 8" above end of the tubing (where it connects to patient's line). No adverse effects reported.